Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and customer did not experience extreme blood glucose readings. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode and return it using a prepaid label, and was informed about needing to reprogram settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.